Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Per the field, ionization is the suspected cause of the impedance issue. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient received three shocks for sinus tachycardia due to no discrimination in vt1 zone (160/min). The clinic has now programmed the device to avoid this. The shock impedance was normalized after the shocks (around 100 ohms), so the physician considers this case closed for now. Should additional information be received in the future, a supplemental report will be issued.